Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2014) is considered to be a best estimate. Updated fields: a2,b3,b4,b5,b7,d3,d4 (product catalog no., UDI no, expiry date, corporate lot no.), d.6b (date of explant),g3,g6,h2,h4,h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio patch and bard ventralight st mesh, ellipse. As reported, the patient is making a claim for an adverse patient outcome against bard ventralight st mesh, ellipse which was implanted on (B)(6) 2016. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 ¿ patient was diagnosed with right flank incisional hernia thereby underwent open repair with the implant of ventralight st mesh (device 1). Per op notes, ¿patient developed hernia on right flank. A piece of ventralight st mesh (device 1) was placed into preperitoneal space as underlay fashion and secured to fascia using sutures.¿ (B)(6) 2017 ¿ patient was diagnosed with recurrent right flank incisional ventral hernia thereby underwent open repair with the removal of mesh (device 1) and implant of ventrio mesh (device 2). Per op notes, ¿there were some colonic adhesions into the hernia. The mesh (device 1) was removed. Myo cutaneous flaps were raised. A large ventrio mesh (device 2) was placed in underlay fashion and secured to medial components using sutures.¿

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio patch and bard ventralight st mesh, ellipse. As reported, the patient is making a claim for an adverse patient outcome against bard ventralight st mesh, ellipse which was implanted on (B)(6) 2016. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.